Event description:
It was reported that when the device was interrogated, noise was seen on the lead via real time telemetry. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.